Event description:
It was reported that while using the surgical fiber during a prostate procedure, excessive bleeding occurred and a fiber overheat message was observed. The bleeding was stopped using the roller and the procedure could not be completed using the greenlight laser system; it is not known how the procedure was completed. Outcome: the patient is believed to have stayed over night in the hospital; no patient injury was reported.

Manufacturer narrative:
Changed to reflect device return. Updated to reflect device return. Changed to reflect device return failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the distal end of the fiber/glass cap was detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibited severe char; the metal cap exhibited signs of melting at the output window; the glass cap exhibited mild devitrification at the output window; the outer flow tubing exhibited signs of damage at the open end. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is:heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.